Event description:
Caller reported that the pump battery was depleting too quickly, though the issue did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to charge the pump to full capacity and monitor the battery percentage after 24 hours, at which point the customer should contact technical support for further troubleshooting.